Event description:
A customer from japan alleged discrepant results for one patient with the ventana pd-l1 (sp142) assay. The alleged samples initially generated a negative result which was reported to the physician. The same sample was then retested and generated a positive result. To date, no harm or injury is alleged.

Manufacturer narrative:
Roche observed unacceptable, light staining with some ventana pd-l1 (sp142) on-market lots, during internal comparison studies. Light staining affects the borderline of positive versus negative test results. An on-going investigation has determined the root cause is related to variability in the selection of antibody concentration in raw materials, affecting specific ventana pd-l1 (sp142) assay lots made with the impacted raw materials. A notification has been sent to us customers informing them of the issue to immediately discontinue the use of and discard any remaining inventory of specific impacted lots and informing of an updated date of expiration for certain lots. Note, the customer mentioned two reagent lots, but it is unknown which of the two was used to generate the initial negative result (both lots are reflected in serial #).